Event description:
The cin received written correspondence from the surgeon regarding this event. It was reported the device was used during a laparoscopic adnexectomy. It was reported the device was used"to secure the infundibulopelvic ligament and utero-ovarian ligament during a laparoscopic adnexectomy. During use, one set of staples failed to fire. Fortunately, the blade also failed to cut the pedicle during the same application...a second staple cartridge also misfired. Co opended an entirely new stapling device and were able to staple the pedicle satisfactorily. There was no consequence to the patient.